Event description:
It was reported that three days post successful implantation of a vascular stent in the proximal sfa, the patient returned to hospital because of pain in his leg. An angiogram demonstrated that the vascular stent was twisted, occluding the vessel. A pta procedure was performed and a covered stent was successfully deployed inside the vascular stent.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.